Manufacturer narrative:
(B)(4). Investigation summary: DHR review was done and no issues were reported during production of this lot. No sample received for this complaint, picture was not provided. Investigation conclusion: CT scan done on leaking sample which was segregated during production. After this scan additional test were done on spike component. Concentricity of lower part of spike component (spigot) which caused molding deficit on one side of component root cause description: concentricity of lower part of spike component (spigot) which caused molding deficit on one side of component CAPA has been initiated: CAPA # (B)(4).

Event description:
It was reported that leakage occurred with a bd phaseal¿ infusion set (c61). The following information was provided by the initial reporter, "pharmacist insert the secondary line c61 into the infusion bag and clamp the line after priming the tubing. During insertion of cytotoxic drug etoposide into the infusion bag, leakages occurs at the tubing area and the pharmacist stop the insertion and quickly change the secondary line c61 to avoid further wastage of the drug. Updated info: there¿s not physical harm to the user or patients due to the leakages occur."